Manufacturer narrative:
The lot code for the recharge base is dd9320l1, the lot code for the brush handle is dd9335l1 and the lot code for the replacement brush head is 31421c.the recharge base was manufactured on november 16, 2009, the brush handle was manufactured on december 1, 2009 and the replacement brush head was manufactured on may 22, 2013.(B)(4)

Event description:
Consumer reports that "the red charger shorted out and made a hole about one inch wide on the side of the base, this incident also burned a hole in my counter top and filled my bathroom with black smoke."

Manufacturer narrative:
This toothbrush is part of recall number z-2098-2012. Additional information: dd9335l1 - according to the consumer, the lot code is for the handle. Dd93330l1 - since the product has not been returned, we cannot determine if this is the lot code for the head or the rechargeable base. Device manufacturer date for lot code dd93330l1 is 11/29/2009 and the device manufacturer date for the handle is 12/1/2009.